Manufacturer narrative:
Upon receipt of additional information, this was determined to not be a reportable event. This initial medwatch was submitted in error and should be voided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is being considered for a revision for an unknown reason.